Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, embedment, caval thrombosis, and post-thrombotic syndrome. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, embedment, caval thrombosis, and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently perforated the inferior vena cava (ivc), became embedded, and the patient experienced post thrombotic syndrome and caval thrombosis. The patient has also reported blood clots, clotting and occlusion of the ivc, emotional distress, mental anguish, anxiety and stress. The patient became aware of the alleged events ninety-eight months and nine days post implantation after undergoing computerized tomography (CT) scan. The CT scan reportedly noted perforation, embedment and caval thrombosis. The indication for the filter implant was a history of pulmonary embolism with subsequent gastrointestinal bleed and non-compliance with taking medications. The patient was admitted to the hospital ten days after the initial diagnosis of pe and was noted to have been drinking, had an elevated alcohol level and had not taken the medication. The patient was therefore recommended to get a filter in case of failure to comply with the coumadin treatment. The filter was placed via the left femoral vein and deployed below the level of the renal veins. During the implant there was no evidence of clots in the left iliac vein or the ivc. There were no reported complications and the patient left the operating room in good condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0107001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Blood clots, clotting and/or occlusion and caval thrombosis do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Addendum for additional information received: according to the information received in the medical records, prior to the filter placement, the patient had a pulmonary embolism (pe) and was therefore placed on coumadin and heparin. Ten days after, the patient was admitted to the hospital for gastrointestinal (gi) bleeding. The patient underwent a CT scan which showed the patient had a pe. The patient is noted to have been drinking, had an elevated alcohol level and had not taken the medication. The patient was therefore recommended to get a filter in case of failure to comply with the coumadin treatment. During the filter placement procedure via the femoral vein, a venography showed no evidence of clots in either the left iliac vein or the ivc. The filter was deployed in the correct place. The fluoroscopy showed there was no evidence of any movement after the filter was placed. There were no reported complications and the patient left the operating room in good condition. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient became aware of the alleged events ninety-eight months and nine days post implantation after undergoing computerized tomography (CT) scan. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days upon receipt.